Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6, h10 the device was returned for evaluation. The valve was located within the sheath strain relief. Sheath housing was disassembled to retrieve the valve and delivery system and the valve was found to be on inflation balloon. Pre-expanded valve:  one (1) inflow strut under c1 was bent outwards. Post-expanded valve: one (1) bent strut was slightly bent outward on inflow under c1. Frame was canted/distorted on the inflow side.  Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Observed gouges on the flex tip. Imagery was provided by the complaint site and the following observation was made:  one (1) strut was observed protruding from sheath (similar to as returned device condition).  3mensio showed an obstructive mass on the right side vasculature. Patient had mild tortuosity and minimal calcification access vessel. No dimensional testing was able to be performed on the valve due to device returned condition. No functional testing was able to be performed due to device returned condition (frame distorted/canted). A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history for the reported serial number revealed no other complaints for the reported event. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. Instructions for use for commander delivery system with s3u thv, us, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. Precautions: safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.  Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.  If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was confirmed and no potential manufacturing non-conformance was observed. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the resistance was felt in the proximal portion of the 14 fr esheath. There was more resistance than normal and the valve was not moving through the esheath. Fluoroscopy showed that the balloon portion of the delivery system was inside the patient vessel but the valve was inside the sheath.¿ from imagery review, patient had severe obstructive mass, mild tortuosity and minimal calcification access vessel. Per procedural training manual, ¿access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification¿. The presence of the obstructive mass near the vasculature, tortuous and calcified access vessel can create a challenging pathway during the delivery system (with valve) insertion through the sheath, and lead to high push force and resistance. So, if excessive force was applied to overcome the resistance, it can lead frame damaged. The excessive manipulation can be evidenced by the gouges on the flex tip. Available information suggests that patient factors (obstructive mass near vasculature/tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A corrective action preventative action (CAPA) investigation has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach with the 26mm commander delivery system and 14f esheath. Upon inserting the delivery system and valve into sheath, the valve and delivery system could not be advanced. The resistance was felt in the proximal portion of the 14 fr esheath. There was more resistance than normal and the valve was not moving through the esheath. Fluoroscopy showed that the balloon portion of the delivery system was inside the patient vessel but the valve was inside the sheath. A few of the valve struts were caught on esheath. The system was removed as a unit with minimal resistance. Upon removal, there was some damage to the esheath where the in-flow portion of the valve punctured through the esheath. Two in-flow struts of the valve appeared to be flared out as well where it was hung up on sheath. A new valve and delivery system were prepped with a 16 french sheath upgrade. There was no patient injury identified post angiogram.